Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced chest pain and shortness of breath. It was discovered the patient had a pericardial effusion with cardiac tamponade. A computerized tomography (CT) scan revealed the right atrial (ra) lead had dislodged, causing a perforation into the pericardial space. A pericardiocentesis was performed. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.